Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, which involved inspecting and cleaning certain parts of the pump, and successfully reloaded the cartridge, resuming normal insulin delivery.